Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon completed a second revision of patient's left hip on (B)(6) 2018 due to dislocation. The patient was revised to a total hip with constrained liner. Patient was implanted with a cemented reliance stem on (B)(6) 2018, replacing an accolade hfx stem.